Event description:
Allegedly the pt. Felt discomfort in right hip. The surgeon found pseudotumor by MRI. Revision surgery was performed. Medium activity level.

Manufacturer narrative:
This is the same event as 3010536692-2014-00890. This event occurred in (B)(6).